Event description:
It was reported that the patients incision was not closing properly due to many skin grafts from a housefire burn. The physician opened and cleaned the ipg site, then closed the incision. The patient was placed on antibiotics. It was noted that the ipg site was still questionable, and the physician decided to explant the entire spinal cord stimulator (scs) system. The patient was reportedly doing well. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) , batch: 7132795/7132713.